Manufacturer narrative:
This report contains corrections to field h6: device codes and b5:describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a non-specific product performance issue after approximately nine months in service. It was not replaced with a boston scientific device. No adverse patient effects were reported. Additional information was later received that this crt-p was replaced due to reverting to safety mode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a non-specific product performance issue after approximately nine months in service. It was not replaced with a boston scientific device. No adverse patient effects were reported.